Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device was broken. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is "broken" was not confirmed during product evaluation. The quality engineer assigned failure code 199:xxx, found in the event history, to be the as determined problem. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through (B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.